Manufacturer narrative:
The company service representative examined the system and found the bolts on the bottom adapter to be loose. The company service representative note being unable to determine which screws were loose. However, all four screws were tightened to resolve the issue. The system was then tested and met all product specifications. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The system was manufactured on september 4, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws on bottom adapter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a screw was loose on the lens head. There were no scheduled surgeries.